Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to send a remote monitoring mobile transmission, the mobile programmer application was inadvertently used. Troubleshooting steps were taken to include reinterrogating using the remote monitoring mobile application, however the patient connector failed to power on, with no indicator lights observed. The remote monitoring mobile application was confirmed to be connected to a secure wireless fidelity network, and no error codes were noted. No patient complications have been reported as a result of this event.